Event description:
Spontaneous call, spoke with patient for veletri consult. Patient reported that she had three default cassettes since last shipment and she found them leaking when filling. It didn't happen while in use. She makes sure cassette is not leaking before she starts using the new cassette. Patient is driving at the moment and she will provide us the lot numbers when she gets home. No further information provided. Pharmacy will send extra cassettes by tomorrow along with medication and other supplies. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes; did we MFR replace device? Yes. Reported to (B)(6) by pt/caregiver.